Event description:
It was reported that the infusion pump was set at an 8 hr infusion rate (125ml/hr) however when the infusion was started it appeared that it was infusing "wide open". The infusion pump was removed from the pt. A different infusion pump was used to continue the therapy with the pt. No pt injury resulted.